Event description:
It was reported that the tip of the micropituitary was broken during use in surgery. There were no pt complications.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination found that the tip of the dynamic shaft is broken on both sides at the pin location. This type of breakage may occur if the instrument is subjected to excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.